Manufacturer narrative:
(B)(4). Batch # u94e8e. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during an unknown procedure, the clip applier did not form closed clips. The case was delayed by two minutes. A new device was used to complete the case with no patient consequences. I certify that all information that are known/available has been disclosed.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2021. D4: batch # 94e8e. H6: component code: mechanical (g04). Investigation summary: the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining ten clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that this condition of the jaws may lead to dropping/ejected clips. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.